Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was duplicate able to be replicated through functional test. The cause of the reported issue was downstream occlusion sensor (dso) stuck. The reported issue was resolved by replacing dso sensor. The device passed all functional and delivery tests after repair activities were completed.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.